Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator 2 (usm2) to address the error code 32098. The system was tested and verified as ready for use. Isi did receive the usm2 involved with this complaint to perform failure analysis but the failure analysis testing has not yet been completed as of the date of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) ventral hernia surgical procedure, an operating room (or) staff member called to report a repeated recoverable fault 32098 on the universal surgical manipulator (usm) 2. System logs confirmed the error, but the customer was able to recover the fault. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site switched from usm2 to usm1 because usm2 experienced a motherboard failure. Usm2 repeatedly went into a fault state, causing it to freeze; after each reset, it would freeze again within seconds. After consulting with a clinical sales representative (csr), it was determined that the motherboard on usm2 needed to be replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In artemis, the 32098 error was found on axes control motor (acm) indicating ac_2d confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where error 32098/32100 was present during normal mode. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm friction check was found to be failing on the yaw speed low with errors 32096/32100 on node ¿ac_3d¿. During testing, the acm board was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acm board in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.